Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an lar procedure. The surgeon opened and closed the jaws several times ,then clamped the tissue of ,pushed the green firing mode button and blue button, however the knife did not go forward at all. There is no patient harm.